Manufacturer narrative:
Per the clinic, it was reported that the patient experienced extrusion of the receiver stimulator.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device due to migration of the electrode array and subsequently the device was explanted on (B)(6) 2018.